Manufacturer narrative:
For the pending event, the investigation determined the issue was consistent with an operator error of changing the system's factor. The summary of follow-up actions taken: the field applications specialist discovered an issue with the configuration of the control. He updated the system factor within the software.

Manufacturer narrative:
For one event, the investigation determined the following: a washing tube had come loose and stopped the wash probe's ability to descend correctly and remove waste from the cuvettes. The investigations for all of the events are ongoing. Follow up actions for this event include: the field service engineer checked the analyzer. For three events, the investigation determined the following: the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for two of these events include: none. Follow up actions for one of these events include: precision studies were performed. The rinse head, gear pump pressure, cell rinse dispense, and probe adjustments were checked. For one event, the investigation determined the following: the gear pump needed replacement and a rinse station was overflowing. Follow up actions for this event include: the gear pump issue was resolved and the rinse station flow path was cleaned. Precision studies were performed and these were ok. For four events, the investigation determined the following: the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the field service representative found the cuvettes were overflowing. Follow up actions for one of these events include: the field service engineer cleaned the crystallization from the rinse station, cleaned the check valve, checked the cell levels, adjusted the rinse station tubing, adjusted a spring for a rinse nozzle, replaced the reaction cells, and performed a cell blank measurement. The customer verified the gear pump pressure was ok, and the probes and rinsing was ok. The customer replaced the photometer lamp and installed an extra wash cycle for creatinine. Follow up actions for one of these events include: service found an issue with fluidic valves. The valve assembly, diaphragms, pump springs, spacers and spring guide were replaced. The customer ran successful calibration and qc. Follow up actions for one of these events include: the external cleaning of the pipettes and water container were checked. A pipette decontamination was performed and an obstruction of a reagent probe was observed. Extraction and an internal cleaning of the probe was performed. Control recovery improved considerably after this. Comparison studies were performed with patient samples. For one event, the investigation determined the following: the issue was solved by replacing the reagent probe. Follow up actions for this event include: the reagent probe was replaced. For one event, the investigation is ongoing. Follow up actions for this event include: the field applications specialist replaced the cuvettes. A cell blank measurement and wash reaction parts were performed. The customer exchanged the calibrator material, qc material, and reagent pack, but did not see improvement. The field service engineer performed preventative maintenance, but noticed the photometer readings were high after one week with a new photometer lamp. He reviewed the photometer lamp and performed a hardware check. For one event, the investigation determined the following: the investigation did not identify a product problem. The cause of the event could not be determined, but appeared to be resolved by the maintenance. Follow up actions for this event include: the field service representative found the reagent and sample pipettes were dirty, there was misalignment in the reagent pipettes, the water filter was slightly clogged by dirt, and the analyzer filters with high degree of dirt. He performed all necessary maintenance. For one event, the investigation determined the following: there was no indication for a performance issue of the reagent. The investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: the field service representative adjusted the rinse volume, replaced the heat cut filter due to photometer issues, ran mechanism and precision checks without issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
This report summarizes 13 malfunction events. Questionable results were generated by cobas 6000 c (501) module analyzers. The events involved 21 patient samples with questionable results for the following assays: 1 for crpl3 c-reactive protein gen.3, five for the lipc lipase colorimetric assay, two for ua2 uric acid ver.2, five for ca2 calcium gen.2, four for crep2 creatinine plus ver.2, two for crej2 creatinine jaffé gen.2, one for hba1c iii tina-quant hemoglobin a1c iii, and one for astl aspartate aminotransferase - pyridoxal phosphate activated. Six patients' ages ranged between 31 and 85 years. The remaining patients' ages were requested, but were not provided. One patient weighed 210 lbs. The remaining patients' weights were requested, but were not provided. There were four males and two females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.